Event description:
It was reported that during a catheter placement procedure, the distal tip was allegedly torn. It was further reported that blood leaked from torn portion. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a video was provided for review. The investigation of the reported event is currently underway. (Expiry date: 01/2026).

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 12.5fr hickman t/l catheter was returned for evaluation. Functional, gross visual, microscopic visual and tactile evaluations were performed. Although the sample was returned for evaluation, one electronic video was provided for review. The video shows catheter being implanted in the patient body. Blood leaked through a small split when the clinician applied pressure on the catheter. The investigation is confirmed for the reported fracture and leak issues, as a split was noted on the catheter and a leak was observed on the split region. A definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: (expiry date: 01/2026). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a catheter placement procedure, the distal tip was allegedly torn. It was further reported that blood leaked from torn portion. There was no reported patient injury.